Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. A corrective action is not warranted at this time. This information will be utilized for tracking and trending purposes to determine the need for corrective action.

Event description:
It was reported to coviden on (B)(6) 2014, the customer had an issue with a dialysis catheter. The customer states that after the catheter was inserted in the patient and connected with the machine, blood leakage occurred in the arteriovenous crotch. The catheter was pulled and replaced with a new one the following day. The patient recovered without further issues.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There were no non-conformances related to the reported issue. The product sample was returned within a generic plastic bag and presents signs of use. It consisted of a mahurkar 13.5fr cuffed catheter, 36cm, product code 8833074001. After visual inspection, it was observed that the catheter was cut approximately 1 cm above the cuff. Additionally, functional testing was required (underwater test) and a hole was found on the tube approximately 1 cm below the hub. As per the instructions for use (IFU), it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. To remove the catheter, free the cuff from the tissue and pull the catheter gently and smoothly. Do not use sharp, jerking motions or undue force. This could tear the catheter. With the available information, the probable root cause was more likely caused due to the inappropriate use of sharp objects. No additional actions are required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process leak inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing and visual inspection at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.